Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing a planned lung biopsy procedure using a quick-core coaxial biopsy needle set. The reporter states that it is "extremely difficult to get the inner stylet out of the outer cannula." The physician reportedly used hemostats to get the stylet and outer sheath apart. The patient developed a small pneumothorax of unknown etiology. No medical or surgical intervention was needed to address the pneumothorax. The patient was subsequently discharged home with no adverse consequences. The instructions for use provided with each device cautions that lung puncture may result in an air embolus, which could lead to ischemia or infarction of major organs, including the brain or cardiac system.